Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the phenomenon likely occurred due to deterioration of the biopsy channel, which likely led to insufficient reprocessing and germ detection.

Manufacturer narrative:
A conclusion is not yet available as results are pending completion of the investigation.

Event description:
It was reported during routine culture of scopes by the customer, the scope had a positive culture for bacillus. The scope was isolated, cultured, manually cleaned and cultured again prior to being sent to the manufacturer. The customer is still awaiting the results of a 2nd culture. The customer believes an endoscopy support specialist is scheduled to come to the facility. Intercept detergent and rapicide pa disinfectant were employed with the device during reprocessing. Additionally, the device is reprocessed in an automated endoscope reprocessor (aer). The aer was last serviced and checked 17dec2019. Additionally, the channels of the device are being flushed/brushed during the manual process.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified that per the customer the final culture resulted in 2+ gram-positive bacilli growing. No further testing was done on the customer's part. The scope is undergoing 3rd party culture.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. As part of our investigation, on 8/28/20 an endoscopy support specialist (ess ) was dispatched to the user facility to observed the facility¿s reprocessing methods and to provide a reprocessing in-service if necessary. The ess reported that there was no deviations with the user facility¿s reprocessing practices. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm confirmed that the subject device was shipped in accordance with specifications via DHR. The lm reported that the most probable causes for the reported event are as follows: since there was no information from the user, it is difficult to specify the cause. As mentioned in the sales business center (sbc) investigation results, performance of reprocessing on the device is secured by conducting appropriate reprocessing. We would like the user to conduct reprocessing in accordance with IFU.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The gif-h190 video scope, serial number (B)(4) was returned to the service center for evaluation due to "positive culture." A visual inspection was performed on the received device, and did not discover foreign material on the surface, or on any of the internal parts of the scope. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted through the biopsy channel at the distal end side. Multiple scrape marks near the distal end side, not far from the opening were noted. Additionally, large abrasions were found at the opening of the distal end side of the biopsy channel. There were no signs of foreign material or discoloration inside the biopsy channel. In addition, the suction channel inspected with the olympus boroscope and there were no abnormalities upon inspection of the suction channel. The video scope passed the cosmo leak test. The bending section cover glue was found normal, with no signs of discoloration. Further inspection found no signs of discoloration on the insertion tube, control body, distal end cover, light guide tube and connector. A review of the instrument history showed the video scope was previously refurbished on april 11th, 2020.